Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. The event information stated that after multiple detachment attempts were made unsuccessfully that the coil was attempted to be withdrawn into the microcatheter but it was unable to be pulled back due to the formation of a tangle. The coil and catheter were withdrawn into the guider catheter where the coil was noted to be stretched. The physician deployed a stent to fix the coil against the guide catheter wall and was able to safely withdraw the system. There were no anomalies noted to the coil during initial inspection and preparation. It is likely that some procedural factors encountered during the procedure limited the performance of the device contributed to the reported event. Therefore, a root cause of operational context has been assigned to the reported event.

Event description:
It was reported that following several unsuccessful attempts to detach and to resheath the coil, the physician decided to remove the coil; however, the coil formed a "node" inside the microcatheter and while the coil had reached the microcatheter tip, it started to stretch. The physician placed a stent to secure the main coil against the guide catheter wall and then he retrieved the whole system with the coil anchored. There was no clinical consequence to the patient.

Manufacturer narrative:
(B)(6). The device was disposed at the facility.

Event description:
It was reported that following several unsuccessful attempts to detach and to resheath the coil, the physician decided to remove the coil; however, the coil formed a "node" inside the microcatheter and while the coil had reached the microcatheter tip, it started to stretch. The physician placed a stent to secure the main coil against the guide catheter wall and then he retrieved the whole system with the coil anchored. There was no clinical consequence to the patient.